Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that she was getting an over delivery of insulin to her body while using the insulin pump. The customer's blood glucose was 30 mg/dl at the time of the incident and treated with carbohydrate intake. Troubleshooting occurred and found it might have been the programming. Customer is also unsure if auto mode feature was in use at the time of incident. Product will not be returned for analysis.